Manufacturer narrative:
Initial reporter phone number is being provided. Complaint conclusion: it was reported that six days following the placement of a mynxgrip vascular closure, a white substance and erythema around the access site was noticed. Re-intervention was performed, the white substance was pulled out and the groin was closed with another mynx vascular closure device. The site was cultured and the results came back negative for infection. However, there is much concern among the staff because of the previously reported alleged, infections. The patient remained in the intensive care unit (ICU) for reasons unrelated to the mynx. At the time of this report, the patient was noted to be on intravenous antibiotics. The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a product history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that six days following mynxgrip vascular closure, a white substance and erythema around the access site was noticed. Re-intervention was performed, the white substance was pulled out and the groin was closed with another mynx vascular closure device. The site was cultured and the results came back negative for infection; however, there is much concern among the staff because of previously reported, alleged, infections. The patient remained in the ICU for reasons unrelated to the mynx. At the time of this report, the patient was noted to be on IV antibiotics.